Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The lot complaint history was reviewed, this is the thirty-second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Only the wet infusion manifold and the unopened yellow stopcock small pouch was returned. The sample was tested with the lab stock cassette and other components using the console. The sample passed priming. No fluid flowed to the air infusion line during priming sequence. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The customer's experience was unable to be replicated during laboratory testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. It was noted only one wet fluid/air exchange infusion manifold was returned for evaluation. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the irrigating solution mixed into the air tube during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient.